Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to a mal-aligned cup. Rep reported the cup was in nearly a vertical alignment.

Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's hip was revised due to a mal-aligned cup. Rep reported the cup was in nearly a vertical alignment.